Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) resulting in inappropriate therapy from the device that inappropriately detected the t-waves. The right atrial (ra) lead also had high threshold. The rv and ra leads as well as the device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant products: product ID 694765, implantable tachy lead, implanted: (B)(6) 2009; product ID d224drg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009. (B)(4).